Event description:
It was reported that when using the bd pyxis¿ es refrigerator had temperature discrepancy and consistently remained at 40 degrees. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that refrigerator was not showing correct temperature. A field service engineer confirmed that the customer rebooted the pyxis and refrigerator to resolve the issue. The refrigerator was showing correct temperature. The system functioned as intended after the field service engineer investigated the device.